Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The photo included in the complaint is currently under review. A supplemental 3500a report will be submitted once the photo review has been completed. A review of the manufacturing documentation associated with this lot (24m084av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure on (B)(6) 2025 targeting an occlusion in the internal carotid artery (ica), the 5mm x 37mm embotrap iii revascularization device (et307537 / 24m084av) was inspected and confirmed to be in good condition. After capturing a large amount of thrombus in the first pass, during the second pass, the embotrap iii device encountered some resistance in the ica during the process of being retracted into the microcatheter. The embotrap iii device and the concomitant microcatheter (unspecified brand) were removed and the stent component of the embotrap iii device was observed deformed. The physician removed the thrombus in the stent and noted that the stent was fractured. The physician replaced the embotrap iii device and performed another pass using the original microcatheter to complete the procedure which was reportedly prolonged by approximately 10 minutes. There was no report of any negative impact on the patient. A photo of the embotrap iii device was included in the complaint. The product analysis team will review the photo. On 24-jun-2025, additional information was received. The information confirmed that the thrombectomy procedure was targeting a large occlusion in the internal carotid artery. The information indicated that the thrombus was ¿tough,¿ but length and density are not known. The internal carotid siphon has excessive tortuosity. The additional information confirmed that the first pass with the embotrap iii device captured a large amount of thrombus, and it was on the second pass that resistance was encountered during the retraction attempt of the stent and the microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x). Continuous flush was maintained through the microcatheter. The replacement device was another 5mm x 37mm embotrap iii revascularization device (et307537). The additional information also confirmed there was no negative impact on the patient and the reported 10-minute procedure extension was not considered to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the review of the photo of the embotrap iii device that was included in the complaint. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo showed evidence of a broken strut of the device. No other damage was visible on the device in the photo provided. Whilst the complaint event of a ¿fractured¿ strut can be confirmed, the complaint event of ¿resistance & deformation¿ cannot be confirmed from the photo provided. The root cause cannot be determined from the provided photographs and information. A review of the manufacturing documentation associated with this lot (24m084av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Updated sections: b.4, g.3, g6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the examination under magnification of the returned embotrap device showed evidence of fracture to the proximal segment of the stent. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured. The bonds between the proximal coil and the proximal section of the stent were intact. The returned embotrap device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. It was reported in the complaint event description that, during the procedure, the stent was found to be fractured. The returned device shows evidence of fracture. Therefore, the complaint event can be confirmed. In attempt to recreate the reported event with sample devices, it was confirmed that advancing a deployed embotrap device against an obstruction and simultaneously torquing the device can cause the outer cage components to become deformed. However, the permanent damage observed on the returned device could not be recreated as part of the potential cause assessment. The IFU states ¿do not torque or rotate the device¿ and ¿do not advance the device after it has been deployed or partially deployed from the microcatheter¿. Based on the complaint details, it cannot be confirmed that the device was used in this way. Therefore, the root cause for this complaint cannot be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. A review of the manufacturing documentation associated with this lot (24m084av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.